Manufacturer narrative:
This incident has been recorded under (B)(4). Once investigation is completed a final/supplemental report will be submitted.

Event description:
It was reported that during surgery the device shredded the graft. No harm or delay were noted as it relates to this event. No other adverse events were reported as it relates to this event.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(6). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d9, g3, g6, h2, h3, h4, h6, h10. Review of the most recent repair record determined there was no pre-test due to a bent comb and the comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.